Manufacturer narrative:
Cause: surgeon missing the distal slots. Corrective action: guidance on best practice for sign nailing surgery is included in the sign technique manual. Training reiterating the steps in the technique manual to verify distal interlocking. The technique manual, training and f/u training are already part of teaching the sign technique. Therefore no corrective action is indicated. No indication of product defect. Report to MDR.

Event description:
The surgeon performed a revision surgery to replace screws.